Event description:
Nt821730c, eds 3 gen ll, with ventricular catheter - natus eds3 was leaking cerebrospinal fluid. No patient injury.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Correction to section d4 with reference to UDI number. Serial number not confirmed. Awaiting return of the product. Further investigation to be carried out.

Event description:
Nt821731c, eds 3, gen ll, no catheter - natus eds3 was leaking cerebrospinal fluid. No patient injury.

Manufacturer narrative:
Follow up report 003 ref to natus complaint # (B)(4). Per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14. Cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment. Residual risk: low. Device history record review: customer did not report the lot number, unable to preform DHR review. However, the device history records for all eds/evd subassemblies and final assemblies are reviewed 100%, product is not released until all requirements are met. No associated capas. Root cause/failure investigation: the affected part was returned and evaluated. The customer's complaint was confirmed, the rotating luer lock cap was not present, as reported by the customer it had "lost its teeth". Nonconformance report ncr033869 has been generated to investigate the cracking of the connectors. The device failed to meet specifications. Failure mode: confirmed/ luer connector broke.

Event description:
Nt821730c, eds 3 gen ll, with ventricular catheter - natus eds3 was leaking cerebrospinal fluid. No patient injury.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Correction to section b5, d1, d2, d4 as updated information received, notes the affected part is nt821730c. The affected product was shipped to the lab for decontamination. 21-sept-2023: awaiting confirmation that tthe product has been shipped to middleton. Serial number not confirmed. Further investigation to be carried out.

Event description:
Nt821731c, eds 3, gen ll, no catheter - natus eds3 was leaking cerebrospinal fluid. No patient injury.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Customer reported they have two additional drains that have broken. One was discarded, second available for return - related complaint# (B)(4). Customer reported: "the one that was saved broke in a similar fashion as the other one where the collar on the leurlock on the bag connection lost its teeth. In both cases they needed to replace the whole drain." Serial number to be confirmed. Acceptable risk associated with the complaint as per line 4.33 in (B)(4) risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be moderate. Further investigation to be carried out.